Manufacturer narrative:
Additional data: d4, d9, h3, h4 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that a mesa 2 polyaxial screw was difficult to final lock intra-operatively and that the screw pin disengaged. It was further reported that the screw migrated intra-operatively. The device was subsequently removed from the patient and the surgeon decided to leave left-side t2 without a screw inserted. The procedure was completed with a 10 minute surgical delay.